Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was receiving consistent no delivery alarms. Customer's blood glucose level was 138 mg/dl. He was receiving five to six no delivery alarms daily. Insulin did not exit while troubleshooting. The device was not returned.